Event description:
It was reported that remote transmission review indicated noise on the right ventricular coil to the device on the electrograms. The heart rate during the episode was reported to be 150 beats per minute. No other episodes recorded showed noise and impedance trend is stable. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334vrg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).